Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up once installing aa lithium backup battery, blank display noted. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Unable to download pump history files or traces using thus software due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked case, cracked keypad overlay, stained keypad overlay, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, keypad overlay texture damage, cracked retainer, and end cap address label missing. Cosmetic damage was confirmed at the retainer ring. Moisture damage was confirmed found on the electronic assembly (pcba 1 and pcba 2), motor, battery tube, and force sensor. Blank display was confirmed during testing due to moisture damage on the the j7 connector on pcba 1. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a fa896 notification and reported physical damage to the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.